Event description:
Customer reported at 7:30 am, device =80 mg/dl. Customer stated feeling ok and took a shower. Customer passed out. Customer's roommate called the paramedics. Emergency medical technicians (emts) treated customer with an IV. Emt device = 13 mg/dl about 9:10 am. No controls used. A request was made for return product and replacement product was sent.